Event description:
Despite repeated attempts, the pantera pro could not pass the severely calcified lesion in the lcx.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated. The balloon is not well folded and dried contrast medium residue was observed inside the balloon lumen. Based on the information provided by the hospital the residual lumen diameter in the target lesion was smaller than the specified crossing profile of the complaint instrument. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined. The reported event is most likely related to the patients anatomy.